Manufacturer narrative:
There has been a previous report received with a similar device where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause, or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Battery (collapses under load) defective, replaced. Charger was not included. Contra-angle handpiece sn: (B)(4), foot control sn: (B)(4), motor sn gmr1764625, motor cable, and measuring cable set, no error could be found after a detailed check. Housing cracked in several places (presumably due to a fall), but has no effect on the function. Function test and test measurements without errors. Torque test performed and passed.

Event description:
In this event it was reported that a contra angle 6:1 for vdw.gold/silver would not hold files. The event outcome is unknown as of this MDR evaluation.

Manufacturer narrative:
Battery (collapses under load) defective, replaced. Charger was not included. Contra-angle handpiece sn (B)(6), foot control sn 129597, motor sn gmr1764625, motor cable and measuring cable set, no error could be found after a detailed check. Housing cracked in several places (presumably due to a fall), but has no effect on the function. Function test and test measurements without errors. Torque test performed and passed.